Event description:
Pt undergoing angiogram. The physician hand injected the contrast for the catheter placement and received blood return. Upon re-injecting the contrast and blood, the syringe ruptured. No-ill-effects to the pt. Staff was sprayed with the contents of the syringe and was treated accordingly.